Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported the devices were removed by force. It should be noted that the bmw univ ii instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. In this case, the IFU violation did not contribute to the reported event. It is possible the guide wire tip was twisted due to the tip being caught by calcification causing the shaping ribbon to over twist likely leading to the separation of shaping ribbon from the tip solder when the device was pulled forcibly when he difficult to remove was encountered. This also contributes to the stretched coils. The cause of the difficulty to remove is related to the guidewire possibly becoming caught in the reported calcification. It is unlikely an interaction between the guide wire and the stent system or guideliner had occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a highly calcified lesion in the distal circumflex (cx) artery. A guideline was advanced over the bmw universal ii guide wire which was placed in the cx. A 2.25x33mm rx xience skypoint stent delivery system (sds) was attempted to be advanced however could not advance. When pulling back the sds, the stent became stuck and felt like it was going to dislodge from the balloon. The whole system was removed with force when it was noted the distal part of the guide wire had separated. The separated portion remained in the distal cx as no attempts were made to retrieve the wire. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.